Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that power loss alarm was occurred. Blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement test. From time to time, the unit would beep and display a power error message on the lcd screen. Device trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error 5 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.